Manufacturer narrative:
The permanent cautery hook instrument will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted salpingectomy procedure, a fragment from the permanent cautery hook instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted salpingectomy procedure, the tip of the permanent cautery hook instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with a laparoscopic forceps instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: it was unknown as to what was the surgical task on hand when the tip of permanent cautery hook instrument broke off and fell inside the patient. It was reported that the fragment was located with the assistance of an x-ray. The instrument fragment was retrieved with a laparoscopic handheld forceps instrument. The nurse confirmed there were no fragments retained inside the patient. The following were also confirmed; there were no collision of instruments, and the instruments were inspected prior to use. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the surgical procedure. The site also confirmed that the permanent cautery hook instrument is with risk management and most likely will not be returned for failure analysis.